Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.

Event description:
The event occurred on an unspecified involving an unspecified spiros where the customer reported that they¿ve had 12 reported incidents (over 3 separate infusion centers) this week of leaking or occluded/alarming spiros. There was unknown patient involvement and unknown adverse events.